Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per report, although the cause of the aortic rupture cannot be confirmed, the physician believes that the high degree of calcium and the asymmetry on the leaflets likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the (B)(4) edwards affiliate, during the transfemoral tavr procedure the patient sustained an aortic rupture and expired 2 hours after the procedure. Immediately after deployment of the 26mm sapien 3 valve, the patient's pressure dropped. A review of the echo revealed bleeding between the left coronary sinus and the non-coronary sinus. A pericardiocentesis was performed and the patient recovered. While in the ICU, however, the patient's pressure dropped and the bleeding started again. The patient finally died 2 hours after the procedure. The cause of the aortic rupture was not confirmed but it is perceived by the physician that the high degree of calcium and the asymmetry on the leaflets likely contributed to the event. The native annulus diameter measured 23mmx27mm. The native annulus had severe calcification and the leaflets were mildly calcified.